Event description:
It was reported that the patient experienced an inadequate stimulation. No device malfunction was suspected. The patient underwent an implantable pulse generator (ipg) and lead replacement procedure. The explanted devices were discarded per hospital policy and patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two months ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 7081146/7081431. UDI: (B)(4).